Event description:
It was reported that the device was explanted after an implant duration of zero days; however, the reason for explant is unk. No further details were provided. Info learned from implant pt registry. Info received on 04/01/2008: device was explanted due to regurgitation. It is unk if the device is available for return. Info received per surgeon.

Manufacturer narrative:
Method - device not returned.